Manufacturer narrative:
(B)(4).

Event description:
Additional information was receiver from the surgeon. The particle was found in patient's eye 8 days postoperatively. The patient is under continuous monitoring but was not hospitalized as result of the event and did not require any medications or additional surgical intervention. It is unknown if the particle was seen entering the eye. A single use cannula was used during the surgery. In the scrub nurse opinion the event might have been due to the holes made on the plastic phaco tip sleeve: a piece of the cut out plastic may have been stuck on the inner sleeve and when the pressure built up during the phaco process it was flushed out. Or when using the brown plastic wrench to connect the metal 45 degree phaco tip the metal wrench may have released some plastic debris that gets flushed out during the built up of pressure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that foreign bodies flushed into patient's eye following the use of a phaco handpiece. The procedure was successfully completed and the lens was implanted. The patient will have a control visit with the ophthalmologist because the foreign body was embedded in the patient's iris. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: a clinical analyst reviewed this file. The provided photos were reviewed and noted to be blurry. There was a gouge on the proximal end of the bubble suppressor insert (bsi). The photos did not include the distal end of the tip. The customer noted the tip had a piece missing. The phaco tip, sleeve, nor the bubble suppressor insert (bsi) were returned. The hospital returned the handpiece involved in this incident for investigation. No particles or the phaco plastic tip with pink sleeve are available for investigation. Single use cannulas were re-used. The re-use of a single use device is considered abnormal use. The operator¿s manual includes a warning: sterile disposable medical devices should not be reused! These components have been designed for one time use only; do not reuse. The handpieces are flushed in theatre after use with 120 mls water per channel. The handpieces are cleaned per the alcon directions for use (dfu) recommendations. They did not use cleaners, lubricants, or any other solutions. A company representative visited the facility to observe surgeries and discuss the issue with the reporter. The reporter stated that the surgeon had not made any assumptions regarding the cause of the incident but the scrub nurses had a couple of theories relating to the incident: 1. When the holes are made on the plastic phaco tip sleeve, a piece of the cut out plastic may have been stuck on the inner sleeve and when the pressure built up during the phaco process it was flushed out. 2. The process of using the brown plastic wrench to connect the metal 45 degree phaco tip before using the metal wrench may have released some plastic debris that gets flushed out during the built up of pressure. The scrub nurses have changed practices and remain vigilant but would like this to be fully investigated. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the infiniti system or phaco handpiece contributed to the reported event.¿ the phaco handpiece was received for evaluation. A visual assessment of the returned sample found the handpiece to have significant dents throughout the irrigation line. The returned hp was also visually inspected for internal threads of the hp-horn for burrs or splinters in which there were evidence of burrs present. The product met specifications at the time of release particulate analysis. A particulate test and slide check was performed with particulates observed. A filter slide with particulates was received for additional analysis. The analysis of the fibers revealed a few clear particles. The clear fibers were isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the material¿s generated infrared spectra to a library of spectra revealed the best match for the material to be paper. After the analysis, the exact identity of the reflective particles was still unknown however the properties most closely represent paper. No additional testing was performed. Consumable photo review. As the customer did not retain the finished goods consumable lot number, the device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report. A visual inspection or functional testing could not be conducted. However, the customer did provide photos of the sleeve and bsi, the bsi was found to be removed from the sleeve. The sleeve did not have any visible damage. The bsi was visually inspected and did look to have been bent or squished. However, it is not known how the damage occurred. It could have been caused by the customer removing the bsi from the sleeve or during manufacturing or the molding process. The root cause of the customer's complaint could not be established as a sample has not been received. The root cause cannot be determined, as the origin of the particles is unknown. The root cause is unknown because it is not known if the particles tested, were the same particles produced during surgery. Without this information, the source of the particles observed during surgery cannot be determined conclusively.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress.

Event description:
Additional information was received from the facility. On (B)(6) 2015 when the nurses flushed the surgical material before surgery, they noticed that the tip had a piece missing. The hospital staff suspected that the missing piece could be the one that went into the patient's eye during the event. They suspected that the piece might have gone into the patient's eye due to the oscillation during phaco.